Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. On the same day morning, the patient obtained a blood glucose result of "242 mg/dl" on his meter, which he felt was inaccurate high compared to his usual readings. Based on the meter reading, he took 100 units of humulin insulin (unspecified type) and reportedly started to feel shaky with blurred vision about 30-45 minutes after taking the insulin. While experiencing the symptoms, the patient obtained a "38 mg/dl" on his meter and ate some glucose tablets. The customer service representative (csr) noted that the reported meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. This complaint is being reported because the patient alleged to have developed hypoglycemia after basing his insulin dose on his meter reading. Replacement products were sent to the patient.